Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was 545 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.